Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break located 22.6cm distal to the distal strain relief as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27 apr 2020. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20mm x 2.5mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and mildly calcified left circumflex artery. Pre-dilation was performed with 2 x 10 non-boston scientific balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 2.50 x 24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.